Event description:
It was reported that during preparation for an unspecified procedure, the guide wire coating was noted to be "uneven and worn off". The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt complications were reported.

Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.